Manufacturer narrative:
The cls remains implanted. The root cause of the pain at the cls implant site cannot be definitively determined; however, it was noted that the cls abdominal position contributed to the reported pain. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result".

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. It was noted that the abdominal positioning of the cls resulted in the device pressing against the patient's ribs when they leaned forward. A revision procedure was performed, and the cls was repositioned to a more medial abdominal position to resolve the reported event.